Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: correction b5, d1. D2a, d2b, d4: information received from the sales rep states that the arthro cleverhook-right *ea was dull and it was not pass through tendon. Therefore, the event description and product information has been updated. D4: the device serial/lot number and expiration date are currently unknown. Therefore, the device UDI is currently unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
Event description update: it was reported that during an unspecified surgical procedure it was observed that the arthro cleverhook-right device was dull, and it would not pass through tendon. There were no adverse patient consequences or surgical delay reported. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. No additional information was provided.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the cordcutter device was dull, and it would not pass through tendon. There were no adverse patient consequences or surgical delay reported. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4: the device serial/lot number and expiration date are currently unknown. Therefore, the device UDI is currently unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.